Event description:
My daughter was an amo complete moistureplus user, in fact she has been using the solution since 2007 - used the whole 2 oz bottle. I was not aware of the recall on the solution until she made me aware of it. She was telling me that her eyes wer bothering her - she felt like something was scratching her eyes out - but I figured it was just something that possibly got into her eyes, but when she kept coming to me, constantly I started taking her complaints more seriously. Her worst day - approx five months later - is when she was truly paining and visibility of her eyes. I have seen swelling of both eyes upper and lower lids, redness, pain, sensitivity to light and blurred vision. Of course nothing was open on that day, so I took her to see a rite aid pharmacist, and he said to just buy her some eye wash soothing solution, so I did and as we used the eye wash solution ID didn't work, it didn't give her any comfort, so she just went inside the house and stayed all day long. The next following morning, my daughter told me about the recall. Come to find out it was a recall done on the very same product she was using amo complete moisture solution and she had every symptom which was stated from using the solution. I quickly took her to see the dr and he referred me to a specialist, and now she's receiving treatment for both of her eyes and is on 3 different kinds of medication because she used amo complete moisture plus solution. The strangest thing is that I went to the store to pick up my daughter's medication and the amo complete moistureplus was still on the store shelves. She still currently going to see the specialist for treatment. Dates of use: approx five months in 2007. Diagnosis: contact lenses.